Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
Prior to the procedure, the generator began to emit smoke and odor when powered on. There was no patient involved. The generator will be replaced to resolve the issue.